Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Additionally, analysis suggests that the product was used in a surgical procedure. Device one had a broken needle in jaw and tissue matter lodged in other side of jaw. Needle was broken at suture swage. Device two had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of plastic shearing of the toggle switches may occur when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle; resulting in the shaving conditions observed. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. If these situations persist, the device may disengage the needle prematurely. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of the improper loaded needle may occur if either the endo stitch dlu or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of excessive manipulation that has a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reported: occurred during a laparoscopic mini maze procedure. While closing the pericardium, the suturing device was not working. It was difficult to toggle. To correct the issue, a new suturing device was used to complete the procedure. No patient injury or medical intervention required. Patient status is alive, no injury.